Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Doi: (B)(6) 2009 (left hip). Dor: none reported. Patient is resident of (B)(6). **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** (B)(4) 2013-sales rep reported revision surgery due to pain. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2013. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: hip effusion; on opening the fascia, there was an outwelling of creamy, cloudy fluid; large pseudoseroma with pseudosynovial membrane; cloudy fluid deep in the hip; metal fretting. The adaptor sleeve, femoral stem and femoral stem sleeve added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.